Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that patient felt symptoms of muscle stimulation due to rv pacing and high output pacing. No electrical anomalies were observed. Patient was otherwise asymptomatic. Lead was explanted and a new lead was implanted. Patient was stable throughout the procedure.